Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the sensor reading on his infusion set. The sensor reading was 106mg/dl, but when the customer checked, his blood glucose level was 452 mg/dl. The customer stated he also had issues with the infusion set leaking and not connecting. Customer had battery and programming errors with their infusion set. Customer received troubleshooting for the battery and the issue was resolved. No additional information provided.